Event description:
Reported in summons & complaint* (received 12/10/97) thhat on 2/29/96 pt had demerol 75 injection in right gluteal region-felt pain radiate down rt leg. On 12/11/96 xray done for pain numbness in leg-revealed metallic foreign object in rt gluteal region. MRI/CT done 1/15/97. Surgery 1/15/97 by neurosurgeon removed section of hypodermic needle (1.5cm) claim pain, suffering, disfigurement, disability. This was first notice to hosp on this (pt treated in another county).